Event description:
Hamilton medical ag received the following event description: "customer states user smelled burning during use and brought the unit to biomed. User states "while nebulizing a medication via internal aerogen, it started to smell". No patient harm, ventilator was pulled form service. Unit returned to bomimed to inspect. Upon inspection of unit, found component on main board burned. Examined all parts in vu section of ventilator, no other evidence of burning." No health consequences or impact and no intervention necessary. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).